Event description:
It was reported that when the patient stood up the weekend prior to report, their amplitude turned up ¿really high.¿ it was noted the patient was unsure if the device had been on or off at the time. It was further noted the patient determined the device was on and at 3.5 volts while they were seated. It was stated that sometime after standing, the patient experienced a sudden increase in amplitude. It was reported the voltage was checked following standing and was found to be 4.7 volts. It was further reported that following meeting with the patient, a manufacturer representative found that adaptive stimulation (as) was enabled. It was noted the upright range was set to 2.7-4.7 volts, the lying back range was at 3.5 volts, and mobile was not programmed. It was noted the patient then turned off the as feature and asked the patient to monitor for any changes in stimulation. Additional information stated the manufacturer representative was unable to find a setting of 4.7 volts on any of the patient¿s positional settings. It was noted the patient¿s device did show that it had reached 4.7 volts. It was reported the patient had not made any adjustments to it. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant product: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).